Event description:
A customer contacted stryker to report that their device powered off intermittently during use. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. The electronic record was download and reviewed. The reported issue was verified by a stryker customer quality engineer. It was observed that the batteries were more than 2 years old. Per the lifepak® 15 monitor/defibrillator operating instructions, 3314911 rev. Al, page 222, it is recommended that batteries be replaced approximately every two years. The customer was informed about the recommended battery replacement cycle per the operating instructions of the lp15 device. The possible root cause is the age of the batteries, however a conclusive cause could not be determined. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.